Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis system. The customer reported that a patient was ready in pre op with an IV in place when it was determined that the system in the cardiac cath lab was not working properly. The procedure was cancelled and we are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, the root cause was determined as a hardware failure. Failure was due to a system hardware upgrade (associated with the vc12l hw & sw upgrade). The dell optiplex 9010xl had a different connection point than the old m460 pc. The error was corrected and the system was upgraded properly. No further issues have been reported.